Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, it was found that the implantable cardioverter defibrillator (ICD) exhibited post paced t-wave over-sensing. Programming changes was made. Patient condition was stable.